Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the distal clave y-site; subsequently, a leak was noted. On an unspecified date, the tubing set was being used by anesthesia personnel to deliver normal saline and unspecified medications. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from a crack at an unspecified location of the distal clave y-site of the tubing set. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.